Event description:
The lead was electively explanted. There were complications removing the lead due to insulation deterioration. Explanted method: thoracotomy "superior approach failed due to lead insulation deterioration"